Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 446 mg/dl. The customer stated that the reservoir was broken and it cracked. The customer stated that there is chipped the threads of were the reservoir screws in and this is the 2nd time this has occurred. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that we are sending a replacement pump reservoir. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 446 mg/dl. The customer was treated for high blood glucose with manual injection.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.